Manufacturer narrative:
The impella product was returned and benchtop analysis was conducted. The pump was found to have no abnormalities that could have contributed to the hemolysis. The pump passed hemolysis testing. The root cause of the hemolysis is patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the hemolysis is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted via the emergency department and was actively arresting. He was taken to the cardiac catheterization lab where a diagnosis of coronary artery disease was made. The team placed an impella cp for hemodynamic support. The pump ran for 26 hours. During that time his labs were rising and the team determined the impella cp was causing hemolysis. The pump was explanted and cvvh dialysis was begun.